Manufacturer narrative:
G4: 18mar2020. B4: 19mar2020. The manufacturer's international service technician evaluated the device and confirmed the reported problem. The service technician replaced the touch screen and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 23mar2020 b4: (B)(6)2020. H11: h6: correction to results code the service technician replaced the battery and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing. Per communication with the customer, the device was not being used for treatment and there was no patient involvement/harm when the reported event occurred. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/10/2020.

Event description:
The customer reported a battery failure. The device was being used for treatment when the reported event occurred. There was no patient harm.